Event description:
The customer reported that insulin from the reservoir was leaking. No further information was provided.

Event description:
The customer reported that insulin from the reservoir was leaking at the snap cap. No further information was provided.

Event description:
The customer reported that insulin from the reservoir was leaking. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened used reservoir and performed manual prime and high-pressure tests. The reservoir passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoir was connected and locked in place properly.